Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. The lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: d4. Medical device lot#: 6016919. D4. Medical device expiration date: 31-dec-2027. H4. Device manufacture date: 01-jan-2026. D4. Medical device lot#: 6015834. D4. Medical device expiration date: 31-dec-2027. H4. Device manufacture date: 01-jan-2026. There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received one photo for investigation. The provided photo shows tubing that is discolored. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, black foreign matter was seen inside the tubing of one device. No adverse impact was reported regarding the patient or user.